Event description:
It was reported that the customer experienced a cgm error 42 with their g6 sensor. The issue was resolved with no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, after which the error did not reoccur and the customer successfully started a new cgm session